Event description:
It was reported that the r-waves on the right ventricular (rv) lead had been fairly stable. The patient is on telemetry and intermittent ventricular undersensing was observed. R-waves were measured and were low. It was noted that the patient had recent chf, confusion, and elevated bun/creatinine. The device was reprogrammed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).